Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received unexpected battery power loss alarm. The customer¿s blood glucose level was unknown. The customer reported that he got no low battery alert before the replace battery now alert. The customer also reported that data table shows multiple pump error. The insulin pump will not be returned for analysis.